Event description:
Clarification: the reported information is regarding patient #2 of the article titled "lost in circulation".

Manufacturer narrative:
The incident information was reviewed; however, the product was not returned to abbott vascular for analysis. A review of the lot history record (lhr), corrective action tracking system for the web (catsweb) database review and similar incident query for this product was not performed since the part and lot number was not reported. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. Possible factor that may contribute to guide wire separations can be affected by numerous factors including, but not limited to, manufacturing, guide wire damage, guide wire re-insertions, handing/manipulation, tensile or torsional loads beyond its design limits, entanglement with other devices or anatomical conditions. Based on the limited information provided in the article, the investigation was unable to determine a conclusive cause for the reported material separation. The reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Article attached titled: lost in circulationna.

Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Article titled: lost in circulation.

Event description:
It was reported through a research article identifying a bmw guide wire which separated in the right coronary artery which required a balloon pump, surgical removal, and hospitalization due to major surgery. The separated portion was successfully removed. The patient expired due to multiorgan dysfunction which was unrelated to the separated guide wire. Details are listed in the article, titled "lost in circulation".